Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: following inspection of the returned products and review of the information received, it was concluded that it was unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Review of medical records indicates revision due to osteolysis.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer reported to (B)(6) : pain in right hip since some months; in the beginning moderate, since (B)(6) 2016 increasing pain, no trauma, dancing one week before. Patient was highly satisfied with hip. Since this use of crutches. Hipp-tep right side on (B)(6) 2007 pe and metal head. Radiologic pe wear and fracture of trochanter major. Hip-tep revision right side with pe and head change.